Event description:
Forcep was being used to grasp gallbladder sac when one side of the grasping forcep snapped off and fell into the abdomen. Laparoscopically and visually explored, unable to locate small end of forcep.